Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 30. On (B)(6) 2025, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.